Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model #pvf-l, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-l) perceval plus heart valve at the time of manufacture and release. A follow up report will be provided upon receipt of further information and/or device.

Event description:
The manufacturer was informed of the following event. On (B)(6) 2022, the valve was implanted without any issues. When trying to come off bypass the heart was filling up and the attempt to come off a bypass failed. As such, the valve was removed, and a new perceval valve was implanted. No further information is available.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h1, h2, h3, h6. The valve was returned to the manufacturer. Based on the information received and the visual inspection, it is possible to state that the event is not valve related. Based on the information available, the cause of the reported event was attributed to use-error and was not related to the device. Furthermore, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up repot will be submitted.

Event description:
The manufacturer was informed of the following event. On 21 october 2022, the valve was implanted without any issues. When trying to come off bypass the heart was filling up and the attempt to come off a bypass failed. As such, the valve was removed, and a new perceval valve was implanted. Based on the additional information received, the cause of the reported event was attributed to the use error and was not related to the device.